Manufacturer narrative:
Additional manufacuring narrative: attempts have been made to obtain the product. The product has not been returned to masimo to allow an analysis to be performed. If the product is returned for evaluation or new information is obtained, a follow up report will be submitted., other, initial reporter phone number exceeded maximum allowable digits, phone number is as follows: (B)(6) device not returned.

Event description:
The customer reported the device turns on and turns off again without having pressed the power button. No patient impact or consequences were reported.